Manufacturer narrative:
Investigation underway, follow-up to be filed upon investigation completion.

Event description:
It was reported that the battery had insufficient power to drive the bed down a hallway. Reportedly, the bed stopped suddenly in the hallway. It was alleged that one pt may have died because the bed stopped suddenly.